Event description:
She called on behalf of her mother who receives 2 boxes of 32gx6mm pn each month via mail order from (B)(6) pharmacy. This particular lot no. Is y46j2. She could not provide the specifics of her mothers rx or insulin pen so, this variable is unknown. She called in today because, thus far 6 out of 100 pn are not priming.